Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "there were inoperative clear and autocal buttons on the control module" was confirmed and reproduced during device evaluation. The root cause was due to a faulty membrane graphic keypad panel, which was replaced to correct the reported condition. This issue is being investigated through CAPA.

Event description:
Baxter received a report from a pharmacy technician involving an automix 3+3 compounder. According to the facility, there were inoperative clear and autocal buttons on the control module. The customer stated that the buttons have not been functioning for several days. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.